Manufacturer narrative:
The pump was received with a critical pump error and a pump error 35 was found in the formatted history file due to a corroded electronic assembly. The motor assembly was found with traces of corrosion per visual inspection. Unable to perform functional testing, including the self-test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests due to the critical pump error. The pump was received with minor scratches on the display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a critical pump error alarm on the insulin pump. Customer saw a red x on the display. Customer stated that the pump was not dropped or bumped. Customer will be sent a replacement. Customer was asked verbally and in written form to return the pump for analysis.